Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer stated that unable to troubleshoot because of past events. The customer's mother reported that 3rd set change was able to be completed. The product is being return base on customer's request. The customer was advised that they will receive replacement sets and reservoirs. The customer's mother will return 1 set and 1 reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.